Event description:
Pt revised because of polyethylene wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for eval, it would not be unreasonable to expect some degree of poly material wear after approx 12 yrs of implantation. The investigation could not verify or identify any evidence of prod contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.